Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer requested assistance on rewinding the insulin pump. Customer stated that she removed the reservoir from the insulin pump and received a no reservoir alarm. Customer was assisted on rewinding the insulin pump, clearing the alarm and locking the reservoir. Alarm history was checked and an unexpected restart alarm was found. Customer did not recall when the alarm occurred. Customer was advised to get back in contact if the alarm recurs. Blood glucose value is 105 mg/dl. Nothing further reported.